Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room post syncopal episode and fall. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) had been oversensing far p waves. Pacing inhibition had been occurring every now and then. It is unknown if the oversensing was related to the syncopal episodes in any way. Device programming changes were made. After the changes were made the device no longer exhibited pacing inhibition. Patient was stable.